Event description:
It was reported that tubes are under filling with bd vacutainer® sst¿ blood collection tubes. This occurred on 5000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: sampling failure due to lack of vacuum in the tubes ref. 367986. Increase in the number of failures in venipuncture in all services: emergencies, hospitalization and outpatient consultation and we commonly demonstrate that when the yellow tube is changed, sampling is achieved. We cannot say that it is 100% but if each person who comes up to take samples returns around 5 - 8 tubes that have not served in their round, in an outpatient consultation, 6 cases have already been presented this week as well as in the emergency .

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photo was of a traypack of unused tubes from batch 9052993. Additionally, evaluation of the customer samples was performed and lack of vacuum was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes are under filling with bd vacutainer® sst¿ blood collection tubes. This occurred on 5000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: sampling failure due to lack of vacuum in the tubes ref. 367986. Increase in the number of failures in venipuncture in all services: emergencies, hospitalization and outpatient consultation and we commonly demonstrate that when the yellow tube is changed, sampling is achieved. We cannot say that it is 100% but if each person who comes up to take samples returns around 5 - 8 tubes that have not served in their round, in an outpatient consultation, 6 cases have already been presented this week as well as in the emergency.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with bd vacutainer® sst¿ blood collection tubes. This occurred on 5000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: sampling failure due to lack of vacuum in the tubes ref. 367986. Increase in the number of failures in venipuncture in all services: emergencies, hospitalization and outpatient consultation and we commonly demonstrate that when the yellow tube is changed, sampling is achieved. We cannot say that it is 100% but if each person who comes up to take samples returns around 5 - 8 tubes that have not served in their round, in an outpatient consultation, 6 cases have already been presented this week as well as in the emergency .